Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that there was left ventricular (lv) loss of capture due to high threshold measurements. The lv output was reprogrammed to 4 volts at 1.0 milliseconds. Real time review of the electrogram (egm) showed lv oversensing that was thought to be the cardiac resynchronization therapy defibrillator (crt-d) sensing the t wave. Lv sensing was programmed off at the time. Two months later the existing crt-d, right atrial (ra) and lv leads were explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.